Event description:
The customer observed a false positive architect total b-hcg result for a (B)(6)female diagnosed with a mass in the pelvic cavity. The following data was provided: initial result: 134.20 miu/ml, repeat result: < 1.2 miu/ml (reference range: </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Trending was reviewed and determined no trends were identified for the product for the issue. Accuracy testing was completed using an in-house retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Field data analysis was reviewed and the overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot(s). The device history record was reviewed and did not identify any non-conformance's or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total b-hcg reagent lot 25512ud01 was identified.